Manufacturer narrative:
Outcomes attributed to adverse events other: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the foot. Films taken 3-4 months after surgery showed the hardware intact. Allegedly, sometime post-op the bolt broke and the patient underwent a revision surgery to remove the broken hardware. The distal thread of the bolt could not be retrieved from the patient. No additional information is available at this time.